Manufacturer narrative:
Evaluation summary. The system and handpiece were examined. The handpiece was tested and was found to meet specifications. The handpiece was then returned to the customer. The system was also tested as a preventative maintenance and found to meet product specifications. The handpiece and system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Corrected information provided in about the catalog number. Additional information provided in about the serial number. (B)(4).

Manufacturer narrative:
A handpiece was sent back to the customer´s site after technical service evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the handpiece did not have ultrasound power during surgery. The handpiece was replaced to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.